Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. On event date, the pt underwent a primary right l5-s1 spinal root decompression. On event date the pt presented with a left l4-l5 herniated disc. The investigator noted the event as severe intensity. The physician prescribed hospitalization and surgery to correct the new herniated disc. The condition was reported resolved with treatment 3 days after event date. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted "other herniated disc" as possible cause for the event.